Manufacturer narrative:
(B)(6) the device was received for evaluation. During functional testing, high occlusion pressure was reproduced. Downstream occlusion test was performed with failed results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be out of specification downstream sensor. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had high occlusion pressure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.